Event description:
The customer reported that there was no image output on the monitor display. The image could not be restored. No further information about the event could be provided by the customer. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's reported issue of no image was confirmed. The image was distorted. In additionally, there was no data transmission, there was dry corrosion was found at the scope connector and the device failed the electrical continuity test. Moisture could have damaged the charged coupled device (ccd) elements causing the image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invading the scope connector during user handling resulting abnormality in electrical part and resulted in the suggested event. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.) Olympus will continue to monitor field performance for this device.